Event description:
Philips received a complaint from the customer on the v60 indicating that the device has a dim display. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states the screen is dim and very hard to see. The customer would like the replacement part numbers to repair unit. The rse informed the customer that with the serial number, unit is showing having 1 gen lcd and needs to upgrade. The rse provided part numbers and pricing for the repair.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered lcd, assy,2nd gen, v60 aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.